Manufacturer narrative:
Based on the limited information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
The initial reporter stated they received discrepant results ise indirect gen. 2 na (sodium) and k (potassium) results for 17 patient samples tested on a cobas 8000 ise 1800 module. Refer to the attachment "pt-76071" for all relevant patient data. It is unknown if any questionable results were reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
The evaluation conclusion code has been updated.